Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded low r wave amplitudes with no undersensing on latitude. Technical services (ts) was consulted, discussed that there are two dates with high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) suggested testing vectors breakdown. This ICD remains in service. No adverse patient effects were reported.